Manufacturer narrative:
Basic product not in retail packaging, including breast shields, was sent to the customer, who expressed concern over not also getting a cooler and pump bag. Multiple attempts to contact the customer to get additional information and to get product back were not responded to. Reported issues of rash were investigated under in (B)(4), which determined the root cause to be potential for the product, after it is opened, to come in contact with environmental allergens, lotions or creams, and cleaning solutions that may cause an allergic reaction or irritation. Such root cause is not a product malfunction or a deficiency in information available to the user.

Event description:
On (B)(6) 2017, the customer alleged that her freestyle breast pump was producing low suction. She refused to conduct troubleshooting. She was instructed to return the pump before a replacement would be sent to her. On (B)(6) 2017, the customer made a second contact, alleging that she was using the 27 mm breast shields with the freestyle pump and they caused a rash on her breasts, for which she saw a doctor and was given a cream. On (B)(6) 2017, the customer made a third contact, indicating that she sent her freestyle pump back. However, tracking information does not substantiate that claim. She indicated that the doctor gave her an antibiotic cream which she used for 2 weeks and she can use the pump again. She inquired about a replacement pump and was again instructed to return the original pump before a replacement would be sent. On (B)(6) 2017, the customer made a fourth contact and was escalated to a lead. The customer once again stated that she returned the pump; however, tracking information does not substantiate that claim.